Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2012, the patient experienced walking difficulties on the right knee, and after performed x-rays and examinations, it was found loosening parts of the implanted devices. This adverse event was solved by revision surgery performed on (B)(6) 2023. Current health status known of patient is that is having extreme pain.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a revision was performed approximately 11 years post implantation due to right knee walking difficulties and x-rays findings of ¿loosening parts¿. The patient reported ¿extreme pain due to the new parts put in (B)(6) 2023¿. As of the date of this medical investigation, no responses or medical documentation have been provided; therefore, no clinical factors could be definitively concluded to have contributed to the event, although ¿loosening parts¿ were reportedly noted on x-rays. The patient impact beyond the reported ¿loosening parts¿, walking difficulties, diagnostic imaging, subsequent revision and post-revision pain cannot be determined. No further medical assessment can be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, inadequate integration between the cement and bone/implant, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.